Event description:
Reporter indicated that vns pt ws explanted due to infection at the pulse generator/pocket area. The infection was treated with IV antibiotics, I&d and explant of the pulse generator only. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.